Manufacturer narrative:
(B)(4). The other ht versaturn guide wire and 5.0x12mm nc trek referenced are being filed under a separate medwatch MFR number. Concomitant products: dilatation catheter: nc trek; stent: xience alpine (x2). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily restenosed non-abbott stent located in the heavily calcified proximal left circumflex (cx) artery. The lesion was a chronic total occlusion (cto). Additionally, there was a lesion located in the proximal left anterior descending artery; therefore, both vessels were wired. One xience alpine stent was deployed in the ostium of the cx. Another xience alpine stent was deployed in the proximal lad to the left main (bifurcation trousers technique). After deployment of the second xience alpine stent, it was observed that upon removal of the versaturn guide wire, the guide wire was broken, but not in two pieces, and was able to be removed from the patient without issue. The nc trek balloon catheter was advanced for post-dilatation of the overlapping stents. After negative pressure was applied, fully deflating the balloon, during retraction of the balloon catheter, the balloon appeared to be stuck on the other unspecified guide wire and could not be advanced or retrieved. The decision was made to remove the remaining guide wire and the balloon catheter together as a single unit. The lesion was rewired to continue the procedure using a new balloon catheter. No adverse patient effects were reported. No additional information was provided. Returned device analysis confirmed that the guide wire returned inside the nc trek balloon catheter was a versaturn guide wire.

Manufacturer narrative:
(B)(4) evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported difficult to remove and position could not be confirmed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.